Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as red, open, and weeping. There was no alleged device malfunction contributing to the open wounds. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the open wounds. Reporting out of the abundance of caution. The patient is bedridden. Follow up indicated that the open wounds improved.